Manufacturer narrative:
During the revision procedure, the evoke closed loop stimulator (cls) was repositioned deeper in the same pocket. Post procedure, the patient was reported to be receiving adequate therapy and the reported discomfort was resolved. The cause of the discomfort was reported to be due to the patient's weight loss. Temporary or persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in manufacturer's instruction for use (IFU).

Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported discomfort at their closed loop stimulator (cls) pocket site. The cls had migrated within the pocket site due to the patient undergoing significant weight loss. A revision procedure was performed to resolve the reported discomfort. The cls was replaced during the revision due to potential electrocautery damage, as monopolar electrocautery was used in close proximity to the cls during the procedure. Post procedure, the patient was reported to be receiving adequate therapy and the reported discomfort was resolved.